Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 5 and 24 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. As treatment, a new pod was applied.